Event description:
A pt had been hospitalized in 2006 due to diabetic ketoacidosis. Pt was admitted at 1130 with a blood glucose >500 and positives for ketones. The reporter states the last cartridge change was "a couple of nights" prior to the hospitalization and that the last site change was performed the evening of 1/2006. When the pt's blood glucose began to rise they did not change out the cartridge, insulin, admin set or site. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.